Event description:
Pt complained of pain at 0335 10/10 when earlier at midnight it had been 1-2/10. Epidural site checked and wire was broken. Half of epidural that remains intact to patient a dressing was applied to the end of the broken wire with dry sterile dressing and kelly clamped. Other half that remains attached to the gemstar pump was gloved and at bedside for anesthesia to inspect. Doctor called at time of event and staff member called at time of event. Patient vitals stable blood pressure. Given additional pain medication while epidural not in use.